Event description:
The mother reported via phone call that the customer experienced low blood glucose. Customer's blood glucose was 26 mg/dl and their sensor glucose read 153 mg/dl. The mother stated they were able to treat for the customer's low blood glucose. The mother declined to be transferred to the helpline. The customer will not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.